Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Review of the most recent repair record determined the swivel was leaking and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Hospital address: (B)(6).

Event description:
It was reported the device has no power, the event occurred during cleaning. Investigation found the swivel was leaking and the rpm's were below specification. No adverse event was reported as a result of this malfunction.